Event description:
Caller states that the pt tested 3.5 inr on the coagucheck sys 1 and 4.7 inr on coaguchek sys 2. No action was taken based on device result. No adverse reported. Comparison performed at a medical facility. Requested return of suspect sys, however caller states strips are not available for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek sys 1. Reference medwatch for suspect device in coaguchek sys 2.